Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that her pump kept clogging up. The customer stated that the pump is not delivering insulin. The customer did not have supplies for the infusion set to troubleshoot. The customer was advised to call back to troubleshoot.